Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to suture tie impression. The cause of external insulation abrasion was consistent with friction to the device can and friction to another device or patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts.